Event description:
Account reports incident with pediatric pt in which cassette noted to be "leaking". Device used for the administration of an antibiotic into a peripheral IV site. No pt injury reported. Set change only intervention.